Manufacturer narrative:
The serial number of the cobas e 801 module is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable rubella igm elecsys results from two samples from the same patient tested on the cobas e 801 module. The reporter was validating the assay and used the patient sample as an internal qc. The patient sample was sent to another laboratory that uses enzyme-linked fluorescence assay (elfa) and chemiluminescence immunoassay (clia) laboratory methods. Sample 1 on (B)(6) 2024: the initial result from the module was 0.746 cut-off index coi (non-reactive). On (B)(6) 2024: the repeat result from the elfa laboratory method was 3.39 index (reactive). The repeat result from the clia laboratory method was 8.04 index (reactive). Sample 2 on (B)(6) 2024: the initial result from the module was 0.740 coi (non-reactive). The repeat result from the elfa laboratory method was 3.60 index (reactive). The repeat result from the clia laboratory method was 8.12 index (reactive).

Manufacturer narrative:
One patient sample was received for investigation. The investigation confirmed the customer's rubella igm result. The investigation reviewed the qc data provided and the results were within specifications. The investigation determined the event was due to a sample-specific discrepancy. Product labeling states "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.